Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00137 report on 04-jun-2020 for a falsely elevated atellica im high-sensitivity troponin I (tnih) result. 16-jun-2020 - additional information: siemens has completed the atellica im high-sensitivity troponin I (tnih) incident investigation. Based on the information reviewed, quality control results were determined to be acceptable at the time of the event. The patient history, including medications, and the patient sample were not available for further investigation. The customer (clinic) was not able to perform tnih serial testing of the patient to obtain additional testing information. The cause for the discordant tnih results is unknown and potentially appears to be sample specific. The alternate test method is a troponin t, compared to the atellica im troponin I test method. The differences in antibody architecture and binding of the troponin molecule can differ and differences in methodology cannot be ruled out. The atellica im tnih, has no claim for equivalency compared to the alternate method, and there is no universal standard for troponin standardization. The instruction for use (IFU) under the definition of a high-sensitivity assay section states the following: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." Without serial draws on this patient, a potential rise/fall of troponin cannot be determined. The instrument is performing within specification, and a product problem was not confirmed. No further evaluation of the device is required. Section h6 result and conclusion codes were updated to reflect the additional information.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) result on a patient. Siemens is investigating and has requested further information. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) results were obtained on a patient and questioned by the physician(s). The elevated tnih result was not in agreement with the patient's clinical picture. The patient sample was repeated, resulting high. The sample was sent to an alternate laboratory, tested on an alternate troponin t test method resulting negative. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) results.